Event description:
The customer reported via social media post that she had been hospitalized due to high blood glucose levels. The customer's blood glucose was 960 mg/dl. The customer stated that the insulin pump works for some people but not for her. She did not provide any further details regarding the hospitalization.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.